Event description:
It was reported that the patient had a confirmed motor stall. It was reported that it took over two hours for the motor stall to recover. It was unknown what the pump system was delivering. No symptoms were reported.

Manufacturer narrative:
Comitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).